Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). During the device change out procedure, twos was induced to test out the ability of the new implantable cardioverter defibrillator (ICD) to withhold detection. Twos was induced and the device did not withhold detection. A new pace/sense lead was added and the rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).